Manufacturer narrative:
(B)(4).

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The product analysis laboratory (pal) evaluated the device. The device failed the homechoice returned instrument test evaluation (rite) functional test for rite electrical ground bond test. The resistance reading between the power entry module and the door post was out of specification. The ground wire bonding screw on the door frame was found to be loose. The screw was tightened and the resistance reading was within the ground bond specification. There were no other problems found during an internal inspection. The assignable cause for rite test failure - ground bond was determined to be a loose ground wire bonding screw on the door frame. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation is in progress; however, not yet completed. A follow-up report will be submitted upon the completion of the evaluation and baxter's quality review.